Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8017152. Our records show that this is the only instance of wither a needle retraction failure or a difficult insertion being observed in this batch of intima ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported with the use of the bd intima ii¿ IV catheter prn adapter there was an issue with difficulty in pulling needle cap and core out and changing to another puncture. Needle had quality issue leading to puncture failure and delay in treatment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima ii¿ IV catheter prn adapter there was an issue with difficulty in pulling needle cap and core out and changing to another puncture. Needle had quality issue leading to puncture failure and delay in treatment.